Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from 15-oct-2022 to 14-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to firewall settings. A field service engineer turned off the fire wall followed by reseating all cables and all-in-one to resolve the issue. The system functioned as intended after a field service engineer troubleshot the device.

Event description:
It was reported that drawers on bd pyxis anesthesia es system (drw 2.1/2.2 and drw 3) failed during a procedure. The mini drawers also failed. They were unable to recover after reboot. The customer confirmed that there was no delay and no patient harm. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed during procedure in progress. The customer stated that there was no delay and no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to firewall settings. A field service engineer turned off the fire wall. Then reseated all cables and all-in-one to resolve. The system functioned as intended.